Manufacturer narrative:
(B)(4). Evaluation: results: excessive tortuosity; severe calcification. Stent dislodgement. Interaction with previously deployed stents. Force was used. Device not received. Conclusion code results: excessive tortuosity; severe calcification. Interaction with previously deployed stents. Force was used.

Manufacturer narrative:
.

Event description:
Evaluation summary: the distal tip was damaged. The proximal pillow balloon folds were partially opened and disturbed. There were crimp impressions evident along the working length of the balloon. The stent was returned off the balloon. The stent was stretched and deformed.

Event description:
The physician was treating a lesion in the proximal lad with an endeavor sprint rapid exchange (rx) drug-eluting stent. The lesion was pre-dilated and as the physician was placing the stent it dislodged. The dislodged stent was found behind the balloon on the delivery system. The lesion was then treated with another stent. The lesion exhibited excessive tortuosity with severe calcification. The device was inspected prior to use with no issues noted. The lesion contained previously deployed stents and a guideliner had to be used for extra support. Force was used to pass through the previously deployed stents. The patient is reported to be fine post procedure and no clinical sequelae were reported.